Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported by the customer's mother that the customer's reservoir was leaking insulin during filling. The customer's mother stated that the customer had a high blood glucose level of 600 mg/dl. The customer's mother also stated that she contacted an endocrinologist who had her change out her son's site which brought down the customer's high blood glucose. Nothing further was reported.